Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) had low vacuum. There was no patient invovlement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and in order to fix the issue, the fse refitted the compressor assembly. The fse then checked the compressor output and found it to be ok. The fse then ran the unit with the balloon and trainer for two hours, and not problems were detected. The unit was then handed over to the customer in good working condition.